Event description:
The manufacturer received information alleging o2 port damage. There was no harm or injury reported. During the evaluation of the device, it was confirmed, lower enclosure cracked and separated, o2 port damaged and feet missing. The customer has requested that no repairs be done to the device. The device did not pass testing.